Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) stated that the little myopotential on right ventricular (rv) channel was not common for integrated bipolar, not sensing and the deoxyribonucleic acid (dna) was doing the job. This device remains in service. No adverse patient effects were reported.